Manufacturer narrative:
This patient presented to the cardiac catheterization unit for treatment of 1-vessel disease. The 90% de novo lesion in the mid left anterior descending artery (lad) was slightly calcified and slightly tortuous. The 3.0x23mm cypher stent was delivered to the target lesion by direct stenting at the stent delivery system (sds) was inflated to 16 atmospheres (atm). After 2 seconds, pressure decrease was observed and became neutral. The physician deflated the balloon immediately and retrieved the sds. The stent was already deployed and post-dilation was done with an abita balloon. After the procedure, the physician checked the sds with saline solution and found leakage from the guidewire lumen from the guidewire exit port. There was no patient injury reported. The product was clinically used and was returned for analysis. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the pressure decreased and the balloon was retrieved. The stent was already deployed and a different balloon was used to post-dilate the stent.